Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Per the IFU, cardiac perforation is a known risk during the use of this device based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a pvi procedure, a steam pop and pericardial effusion occurred. While ablating the anterior roof of the la, a steam pop occurred and the patient became hypotensive. Fluoroscopy was performed which revealed a pericardial effusion. Surgical intervention was required to repair the left atrial hole. The patient is currently in stable condition.